Event description:
It was reported that the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply module. The system operates as intended.